Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the power cable had poor electrical resistance and electrical tests. A proposal for bench repair was sent to the customer for repair. The customer did not accept the proposal for bench repair. No further action is required. The customer did not accept the proposal for bench repair. No further action is required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the power cable had poor electrical resistance and electrical tests. The power cable was more resistant than what was permitted during electrical tests, it needs to be replaced. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.